Manufacturer narrative:
The manufacturer had previously reported that the system board would be replaced to address the test step failure. The device was scrapped per the customer's request.

Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's system board will be replaced to address the issue.